Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/19/2021. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: the procedure was a left inguinal hernia repair with mesh. The lot number of the sutures is qdmdpm exp march 2025. Suture which broke was thrown away. Impacted product additional information: the procedure was a left inguinal hernia repair with mesh. The lot number of the sutures is qdmdpm exp march 2025. Hospital has requested remaining product to be sent back only one suture left from box item which was apart of pqs was thrown away. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the needle tip broke and the needle tip was retrieved.. There were no patient consequences reported. Additional information was requested.